Event description:
Endometrial ablation with a novasure device was performed on the patient. After removing device from patient, the physician noticed a small tear in the mesh on the device. There were no complications.